Manufacturer narrative:
This MDR is being submitted for retrospective activity performed relating to field action (B)(4) to investigate micro-cracks on the monopolar curved scissors instrument. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. This instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube.

Event description:
It was reported that 10 minutes into a da vinci si partial nephrectomy procedure and while performing a blunt dissection of the ureter towards the hilum, one jaw/blade from the monopolar curved scissors (mcs) instrument broke off and fell into the patient. The broken blade was retrieved and the planned surgical procedure was completed with another instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one scissor blade to be broken. The blade fractured at the cross section of the cable crimp and the fracture plane is straight. The intact blade does not exhibit damage at the tip. Electrical continuity passed. No other damage was observed.